Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 400-500 mg/dl. Multiple supply changes were performed, correction boluses delivered and manual injections administered to address bg. During the supply changes, customer had observed crystallized insulin within the infusion set cannula. Reportedly, customer continued to use the pump for insulin therapy.